Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The reaction had inflammation where the wire goes into the skin. The patient had cleaned the site with alcohol and used skin prep barrier before insertion. After removal of the sensor he noticed the site was infected, and he was prescribed unspecified oral antibiotics. At the time of the report he was feeling well. No additional patient or event information is available.